Event description:
It was reported that during an in-vitro egg retrieval procedure, it was observed that the needle line does not match with the needle path with the ev10-5 probe. The physician did not change any equipment but continued to use the system and probe. It was reported that it took more time to perform the procedure as the physician had to confirm the needle route without confirmation of the needle guideline during the biopsy. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The issue was found to be related to the system rather than the transducer. The ev10-5 transducer was used with 180 field of view (180) for biopsy to confirm the target and to see with bigger image size; however, the transducer cannot be used with the 180 fov. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.